Event description:
On an unspecified date, two 7" (18 cm) appx 0.26 ml, smallbore pressure infusion (400psig) ext set w/purple clamp, luer locks fell apart during patient use. There was no patient harm reported. This emdr captures two occurrences of the same failure mode with same product and lot number.

Manufacturer narrative:
The complaint investigation is pending at this time. Additional contact information: (B)(6).

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history could not be reviewed due to the unknown lot number.